Event description:
On (B)(6) 2013, the following info was reported to kci by the physician: at the 15th annual meeting of the (B)(4) of pressure ulcer conference, it was reported that v.a.c. Therapy was applied at 125mmhg for a sacral pressure ulcer with undermining. One week later, the undermining was observed to have extended, and the v.a.c. Therapy pressure setting was decreased to 100mmhg. Two weeks later, v.a.c. Therapy was discontinued allegedly due to further extension of the undermining. Dates not provided. Since the unit's type or serial number were not provided, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient info. No additional info is available.

Manufacturer narrative:
Based on the info provided, it cannot be determined that the alleged extension of the undermining is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause.